Manufacturer narrative:
Continued e1 phone number : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and migration.

Event description:
Physician reported right side shows signs of intra and extracapuslar rupture with silicone leaking into the right chest and axial region. Device remains implanted.